Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer stated that when connected to the 8015, the unit gives this error code 242.4030. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: explain to the customer that he needs ensure that the motor connector is securely connected. I also explain to the customer that if the error continue then he would need to replace the air in line sensor. And also to check the motor controller board. I also explain to the customer that if the error code still continues then he needs to replace the logic board. The customer stated that he would check the parts I told him about and if he has any more problems he would call back.